Manufacturer narrative:
The device was serviced on-site by a field service technician an alarm log review, service history review, functional testing, and visual inspection were performed. The f-33 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-33 alarm (min detection circuitry: input to a/d converters is not 0 v although the min air transducer is not oscillating). This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.